Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead replacement is anticipated to be performed when the device is replaced due to normal battery depletion. The physician elected to reprogram the device until the procedure is performed to resolve the event. The patient was in stable condition.